Manufacturer narrative:
Additional information was received that the previous surgery was not device related and electrocautery was use during the procedure. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 9055940-001)) the explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would not charge at all after a previous surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not charge at all after a previous surgery. The patient will undergo an ipg replacement procedure.